Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device presented to the hospital two weeks prior to surgery and during examination it was observed that there was a crack in the right cylinder connection tube. The physician removed and replaced the right cylinder through replacement surgery, and the patient's condition was stable and improved following the surgery. There were no further signs or symptoms reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually inspected and leak tested. Cylinder 1 had two holes and two leaks at the corners of a fold in the proximal end of the cylinder, and cylinder 1 had wear at fold in the proximal end, middle, and distal end of the cylinder. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. A risk review confirmed that this event was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available and analysis results, the cylinder leaks at the corner of a fold identified with the cylinder could have caused or contributed to the reported clinical observations of hole/perforated.

Event description:
It was reported that the patient presented to the hospital two weeks prior to surgery and during examination it was observed that there was a crack in the right cylinder connection tube of their artificial urinary sphincter (aus) implant device. The physician removed and replaced the right cylinder through replacement surgery, and the patient's condition was stable and improved following the surgery. There were no further signs or symptoms reported.

Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.